Event description:
The surgeon reported that he found the light guide did not have the shaft part of the tip of the light guide which was taken in and out the eye several times during a vitrectomy surgery. The surgeon did not know when it detached from the light guide. The broken shaft was not found around the operating table, on and/or around the patient's eye nor was it found in the patient's body by CT scan. The procedure was completed by replacing the product with another one. No additional information is expected.

Manufacturer narrative:
A sample is expected but has not yet been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).